Manufacturer narrative:
Weight-race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -6.00/5.0/045 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Low vault without rotation was observed and the patient experienced difficulty with accommodation for near objects, the reporter stated " sx reports difficulty with accommodation post icl implantation in the context of good vision and refraction during 1 day and 1 week post op review. Better when objects are held further away." Lens remains implanted for now the doctor will monitor the eye. The reporter stated " patients current condition is fine, only issue is difficulty for reading near sometimes. Va/ eye pressure is good. If additional information is received a supplemental medwatch report will be submitted.